Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer stated that her wheelchair wheel is broken. The part that goes into the camber is broke and it will not stay in place. All of sudden one day just started falling apart.